Event description:
It was reported that prior to patient use, the cardiosave intra-aortic balloon pump (iabp) had fiber optic failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit, but was unable to reproduce the reported issue. However, while testing the fiber optic in service mode, the fse noted fos sensor failure. The fse resolved the issue by replacing the fiber optic module and re-tested the unit. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit, but was unable to reproduce the reported issue. However, while testing the fiber optic in service mode, the fse noted fos sensor failure. The fse resolved the issue by replacing the fiber optic module (0997-00-1169) and re-tested the unit. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.